Manufacturer narrative:
Concomitant: 5076 lead implanted: (B)(6) 2002.

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response. Follow up indicated that the patient was in persistent atrial fibrillation (af) causing them to be admitted to the hospital. The device settings were adjusted. The device is still in use. No further patient complications have been reported as a result of this event.